Manufacturer narrative:
The device was returned to olympus and the evaluation found a loose coupler. Based on the results of the investigation, it is likely that the following led to the malfunction: linked to device but unable to trace more specifically. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject had a loose coupler. There was no patient involvement.